Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical procedure the stapler presented defect 'breaking' in the first firing. It was changed to another one. No damages to patient.